Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device provided shock therapy for possible atrial fibrillation (af)/ rapid ventricular response (rvr). The crt-d remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing/oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.